Event description:
It was reported that on (B)(6) 2023, a 25mm portico valve ((B)(6)) was chosen for implant during a transcatheter aortic valve implantation using flexnav delivery system. The annulus diameter was measured as 68.2mm. A 20mm non-compliant balloon was used during the pre-dilatation. The valve was deployed without issue. The starting implant depth at deployment was 5mm, and the final implant depth at release was 5mm. There was mild calcium present. There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. After the valve was fully released, the valve dislodged from the annulus into the left ventricular outflow tract (lvot). At the time the valve migrated, the pigtail catheter was in the ascending aorta, and the delivery system was in the annulus level of deployment. Half of the valve was in the aortic annulus, and half of the valve was in the lvot. The valve was snared into the annulus, but then the valve embolized into the aorta. The valve position was stabilized in the aorta. The valve did not cause an obstruction of the lvot and did not block a coronary artery or arteries. Another 25mm portico valve ((B)(6)) was implanted via valve-in-valve procedure. A post-dilatation was performed due to perivalvular leak. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak and valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.".